Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long post-op was the hematoma noticed? Twenty (20) min after the surgery. Which vessel was hemostasis inadequate intra-operatively? No remind. What was approximate size of the vessel? The 3mm. Was bleeding identified intra-op, and if so and how was it addressed? After surgery and it was recognized immediately and re-op. What caused the surgeon to believe the bleeding was due to the device? Problems with the focus selling and this surgery and others too. Were there any other forms of blood vessel sealing techniques such as suture, clip or electro cautery used during the procedure? Suture. Does the surgeon believe there was any undue tension on the area that the device was used? No. Did the generator provide any error message in procedure; if so, and what were they? No but the surgery believed that the hand piece was heating. Was the site of the bleeding identified in re-operation? Yes was made re-operation and the bleeding controled by suture. What vessel sealing device/technique was used in that area during re-operation? What is the surgeon experience with the device? Yes the surgery is the most experienced surgery in the region. Has 32 years making surgery. How long has the surgeon been using this focus device versus the regular focus device? Since last year - harpf and fcs9 e others ( cs14c or ace14s since 2002). Is it possible to get information on the handpieces? (Serial number) I'll try to identify and I'll send.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how long post-op was the hematoma noticed? Which vessel was hemostasis inadequate intra-operatively? What was approximate size of the vessel? Was bleeding identified intra-op, and if so and how was it addressed? What caused the surgeon to believe the bleeding was due to the device? Were there any other forms of blood vessel sealing techniques such as suture, clip or electro cautery used during the procedure? Does the surgeon believe there was any undue tension on the area that the device was used? Did the generator provide any error message in procedure; if so, and what were they? Was the site of the bleeding identified in re-operation? What vessel sealing device/technique was used in that area during re-operation? What is the surgeon experience with the device? How long has the surgeon been using this focus device versus the regular focus device? Is it possible to get information on the handpieces? (Serial number).

Event description:
It was reported that during a thyroidectomy procedure, the surgeon reported that he didn't obtain adequate hemostasis. The patients was re-operated due to hematoma emergence. The event happened in (B)(6) of 2016. It was required re-intervention / new operation due to hematoma and the surgeon believes that it is related to bleeding due to lack of hemostasis of the device. The patient is ok.